Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced recurrent incontinence requiring the use of additional pads. The patient noted the device worked approximately 50 percent of the time and denied any recent trauma but did discuss a history of radiation therapy. The patient and education specialist discussed potential urethral tissue degradation and changes in disease state due to radiation. The patient was referred to their physician for further evaluation. No further patient complications were reported.